Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The medtronic representative reported that after the replacement, the message did not reappear. The medtronic representative was unable to leave the system on for a few hours to determine if it would reoccur later. The system then passed the system checkout and was found to be fully functional. The flat emitter was returned to the manufacturer for analysis. Analysis found that the flat emitter was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Flexing the cable did not indicate any intermittent opens. Analysis found that there was no problem found with the flat emitter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and caused no delay to the surgery. It was reported that the issue that occurred in a prior case has reoccurred after the em controller replacement. It was reported that prior to the case, the system displayed localizer faulted and was resolved with a reboot. The medtronic representative reported that this issue had occurred in 4 out of the last 5 cases on the system, though it did not occur in the first 2 clinical cases of this new system. Usually, the issue occurs after the system has been on for a few hours. The surgery was completed with navigation and there was no impact on patient outcome. Another medtronic representative reported that she performed the replacement and the message did not reappear. She was unable to leave the system on for a few hours to determine if it would reoccur later. The software investigation determined that based on the information provided, this appears to be a hardware issue.